Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, with blood glucose reaching 56 mg/dl and device data showing a prior glucose rise that prompted two elevated automated boluses (approximately 2.9 units and 2.5 units) followed by a drop, during which the user had consumed smarties and soup; the user then self-treated with multiple high-carbohydrate items and glucose rose to 105 mg/dl, and education on treating lows with 15 g carbohydrates every 15 minutes was provided along with monitoring guidance. Symptoms included low blood glucose without loss of consciousness, dizziness, or need for assistance. Outcomes included no medical intervention and no hospitalization. Investigation included review of synchronized device reports and user-reported event details with troubleshooting and education. Investigation of this case revealed no device malfunction identified from available data, with hypoglycemia occurring after automated boluses and concurrent carbohydrate intake, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.